Event description:
A non-health care professional reported during the intraocular lens implantation the lens unfolded with a central scratch. The lens remains implanted.additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of central scratch, after implantation; therefore, the condition of the product could not be verified. Photos of the lens packaging and lens implanted in the eye are attached to the parent file and have been reviewed by the investigation site. The photo of the iol packaging is related to the sister qs record, and is not applicable to this record. The photos of the lens show a mark on the lens, implanted into the eye. Details of that mark cannot be determined from the photo. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).